Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that during total knee arthroplasty, a hex screwdriver would not receive male hex screws for tightening. As a result, the surgeon used shorter female hex screws which did not hold the femoral finish block adequately. This resulted in the femoral component being flexed and affected extension with implants in place. The surgeon had to perform soft tissue releases.

Manufacturer narrative:
Visual inspection of the returned component identified wear marks inside the hex feature. Dimensions were found conforming to print specifications where measured. Documentation was reviewed for completeness and accuracy to confirm that the lot was manufactured, inspected, and packaged to specification. As a result, the lot was released for distribution. This device is used for treatment. The reporter who was in attendance during surgery stated that the proper surgical technique was employed. This instrument has a potential field life of 34 months and has been used an unknown number of times in surgery. Per the package insert of this device, it is recommended to inspect and functionally check the instruments carefully prior to each use. If damage or wear is noted that may compromise the function of the instrument, it should not be used. Therefore, wear and tear from use is considered as the root cause of the issue.